Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the device had not been explanted. The ins was discharged due to the patient not charging. The por was cleared and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had por sometime in the past. No symptoms were reported.